Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
Received notification of medwatch report mw5100222. The eye care practitioner (physician) reports that the patient has worn their soft contact lens for 28 days of continuous years. This has been repeated over years and led to a corneal ulcer. As of the date of report, the permanent vision loss is undetermined. The manufacturer followed up with the physician for additional details regarding the device and the event. It is reported that the patient wear their lenses 30 days continuously, and has for years, with no cleaning system. The patient visited an urgent care walk in clinic with eye pain, photophobia and reduced vision. The patient was diagnosed with a corneal ulcer in the right (od) eye and prescribed moxifloxacin, ketorolac tromethamine, and fluorometholone. As of the date of report from physician, 28 april 2021, treatment is ongoing and patient outcome is unknown.